Event description:
Patient is a young man with history of heritable cardiomyopathy who has had a left ventricular assist device (lvad) for 8 years. He is currently off the transplant list. He underwent a driveline repair earlier in the week. During this driveline repair, suspicious spots were noticed via x-ray on the new driveline cable. Later that week, he was admitted to the emergency department (ed) when his lvad alarm sounded indicating a low flow state. He reports that he felt the pump slow, but did not feel lightheaded, and denies chest pain or other symptoms. His lvad was exchanged due to suspected driveline short to shield defects.